Event description:
The patient`s representative reported that the patient had an implantable pulse generator (ipg) and "they were not better off". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.